Event description:
Impella purge cassette tubing was leaking purge fluid from the mounting site. The primary rn identified it and replaced the tubing. There was no harm to the patient. Impella rep [redacted] collected the damaged tubing and took with her.